Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology ¿ 95% stenosis); deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 95% stenosis); inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (3.00mm x 30mm) to a lesion in the rca with 95% stenosis but the device could not pass the lesion. The device was prepped prior to use with no issues noted and the lesion was pre-dilated. The physician changed to another device to complete the procedure. No clinical sequelae were reported. Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 12th, 13th and 14th distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).